Event description:
Customer called reporting that the sample probe wash station of an immage 800 immunochemistry system had overflowed and was leaking wash buffer down into the instrument on (B)(6) 2011. Customer also stated that bubbles were seen in the sample and reagent syringes. Customer technical support instructed the customer to check the external drain hose for blockage but no crimped or blocked tubing was found. No erroneous results were generated or reported out of the lab.

Manufacturer narrative:
Field service engineer replaced the sample probe drain valve on (B)(6) 2011 and no further leaking was observed. (B)(4).